Event description:
Consumer complaint of blood result reading of "lo". Customer states that she feels well and requires no/ does require medical attention. Customer's expected blood results are 80-120mg/dl fasting. Verified the strips expire 10/29/2017. Customer confirms the strips are stored properly. Customer declined blood test. Reviewed meter memory: lo (B)(6) 2015; 10:02:00 pm; fasting: yes, 195mg/dl; (B)(6) 2015; 11:54:00 am; fasting:yes, 224mg/dl; (B)(6) 2015; 09:47:00 pm; fasting:yes, 183mg/dl; (B)(6) 2015; 10:56:00 pm; fasting:yes, 216mg/dl; (B)(6) 2015; 12:59:00 pm; fasting:yes, no adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction:user's test strip had poor fill.

Event description:
Consumer complaint of blood result reading of "lo". Customer states that she feels well and requires no/ does require medical attention. Customer's expected blood results are 80-120mg/dl fasting. Verified the strips expire 10/29/2017. Customer confirms the strips are stored properly. Customer declined blood test. Reviewed meter memory: lo, (B)(6) 2015, 10:02:00 pm, fasting:yes. (B)(6). No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).